Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis revealed the right ventricular (rv) lead pacing impedance was out of range high with a patient alert for out of tolerance subthreshold lead impedance on (B)(6) 2013. Daily pace lead trend data shows an abrupt increase for ventricular pace bi impedance equal to 988 to 4047 ohms peak between (B)(6) 2013 and (B)(6) 2013. There was also rv oversensing with 7 ventricular non-sustained tachycardia¿s less than equal to 210 milliseconds on (B)(6) 2013. There was also non-physiological oversensing/noise with ventricular short interval count equal to 47 counts, in 0.16 day, on (B)(6) 2013. The lead integrity alert triggered with a patient alert for lead failure predictor on (B)(6) 2013. Concomitant products: d224drg implantable cardioverter defibrillator, (B)(6) 2009; 4574 implantable pacing lead, (B)(6) 2009. (B)(4).

Event description:
It was reported that the patient presented to the emergency room with a heart rate of 35 beats per minute and feeling lightheaded and dizzy. The right ventricular (rv) lead had intermittent pacing capture with a threshold greater than 5 volts at 0.5 milliseconds. Also the rv impedance was greater than 3000 ohms and there was an apparent fracture of the rv pace/sense conductor. There was also noise recorded on the rv tip-rv ring electrogram noted which resulted in loss of pacing function and the lead integrity alert being triggered. The rv lead was reprogrammed until it was capped and replaced. No patient complications have been reported as a result of this event.